Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, the patient has had a strong contact allergic reaction to isobornyl acrylate which is a component in low concentration of the dexcom g6 and g7 adhesive. The patient has received support from their skin clinic on how they can alleviate the symptoms but there was no documentation provided about the exact treatment prescribed. The reporter did not provide any photos nor any additional details of the event. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.